Event description:
Three endurant aortic cuffs were implanted during an unknown endovascular procedure. It was reported that a type ia endoleak was observed on an unknown date and re-intervention was carried out. An endurant lls stent graft system was implanted during an unknown endovascular procedure approximately 2.5 years post implant of the endurant cuffs. A valiant navion was then implanted at a different facility during an unknown endovascular procedure approximately 11 days later. No cause for the type ia as per the physician was provided. No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.